Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found returned meter. Most likely underlying root cause of malfunction: user's test strip had poor fill.

Event description:
Customer complains of low results. Customer states that she feels physically fine, denies the need for medical attention at this time, but on (B)(6) 2015 he went to the hospital due to low result obtained. The customer's expected blood results are 120-180mg/dl fasting. Verified test strips expire 07/31/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 150mg/dl and 165mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns: with all of the readings in the meters memory customer tested their glucose (B)(6) 2015 at around 8:00am fasting and received a result of 120mg/dl the customer felt the reading was to low and as a result did not take his medication for diabetes (glipicide, humalin r & humalin n) the customer then went to the hospital at around 9:00am right after testing and had them check his glucose and received a result of 200mg/dl.